Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: femoral component for total femur pin: (B)(6). Smcic01 smiles knee circlip mk2 (b17904); smbsh01 smiles knee bushes small (b18125); smbpr01 smiles knee bumpers small (b1767;4). It cannot be determined which, if any of these devices may have caused, or contributed to the patient's experience. Device not returned.

Event description:
A patient specific implant prescription form was submitted for the patient's left total femur with notes: "second stage revision for infection. Multiple revised tfr. Bone loss on tibial side. Silver coated total femur with custom made tibial component to replace tibial bone loss. Rotating hinge." It is not reported when the first stage revision took place.

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding infection involving a jts, total femur, tibial component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts total femoral replacement which was inserted in 2017. The surgeon reported second stage revision for infection and bone loss on tibial side. The CT image provided shows massive bone loss, osteolysis and severe defects for the tibial bone with gross radiolucent lines and fragmented cement mantle, which could suggest tibial bone infection occurred. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate (B)(6) was manufactured and accepted into final stock on 04 august 2017 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Sterile lot: uk34s11942283-1-1 there have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was submitted for the patient's left total femur with notes: "second stage revision for infection. Multiple revised tfr. Bone loss on tibial side. Silver coated total femur with custom made tibial component to replace tibial bone loss. Rotating hinge." It is not reported when the first stage revision took place.